Event description:
It was reported that the patient presented to the emergency room after a patient alert was tripped for high impedance. When the patient was seen in the physician's office a few days later oversensing was noted in stored episodes and during manipulation of the patient's shoulder. The lead was also noted to have a possible fracture. The patient later reported having experienced pain and discomfort after the replacement procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, stretched, and was fractured due to overstress. There was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism sleevehead. Performance data collected from the device was analyzed. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 02:15:02 and (B)(4) 2012 02:15:04. Daily pace impedance trend data shows an abrupt increase for rv pace from 632 to 15504 ohms peak between (B)(4) 2012. Oversensing was noted as 15 - ventricular non sustained tachycardia <=190 ms occurred on (B)(4) 2012 in the timeframe between 01:14:50 and 09:52:33. Interference/noise was also noted as ventricular short interval count (v-sic) was 22.2 counts avg/day, in 3.02 days, between (B)(4) 2012 11:53:20.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and there was a pin cap intermittency. It was also noted that the defibrillator conductor was distorted, stretched, and was fractured due to overstress. There was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism sleevehead. Performance data collected from the device was analyzed. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 02:15:02 and (B)(6) 2012 02:15:04. Daily pace impedance trend data shows an abrupt increase for rv pace from 632 to 15504 ohms peak between (B)(6) 2012 and (B)(6) 2012. Oversensing was noted as 15 - ventricular non sustained tachycardia <=190 ms occurred on (B)(6) 2012 in the timeframe between 01:14:50 and 09:52:33. Interference/noise was also noted as ventricular short interval count (v-sic) was 22.2 counts avg/day, in 3.02 days, between (B)(6) 2012 11:20:38 and (B)(6) 2012 11:53:20.